Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the primary was done sometime in 2008 (information on implants is unavailable) and revision (poly exchange) was done in 2010. Patient had a skiing accident and a bicycle wreck in the last year, at this time pain and constant inflammation was present. Femur was revised today. Doi: (b)(46 2008; dor: (B)(6) 2018; right knee. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.